Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was confirmed but not duplicated. The combination of xdcr faults at power-up/auto-zero noticed in the events log with the successful calibration of all xdcr's indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. It was determined that this is a solenoid failure. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire file identification: (B)(6). Any additional information received from the customer will be included in a follow-up report. Other - the customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays motor fault alarms. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.